Event description:
It was reported that the device emitted smoke.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Please note update to e1, initial reporter phone. Per information received, the device would not be returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: smoking. Probable root cause: 1. Insulation melting. 2. Excessive cauterization. 3. User error. 4. Nonconforming electrical components. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device emitted smoke.